Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1721303 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip was shuttled down, the deployer hit a hard stop; however, the white advancer tube did not expose. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The user shuttled down completely. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended. No serious injury was noted. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
It was reported that a mynxgrip was shuttled down, the deployer hit a hard stop; however, the white advancer tube did not expose. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The user shuttled down completely. Significant resistance was not encountered when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient¿s hospitalization was not extended. No serious injury was noted. The patient was noted to have recovered. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned for investigation. Nine sterile unused mynxgrip devices were received for evaluation in the original sealed packages. Three samples were randomly chosen, one from each lot for visual inspection and no anomalies were observed. During the investigation, leak testing was performed and found no leak in the balloons. The balloons were fully inflated with water and pressure were maintained and the inflation indicators performed per specification. Shuttle down procedure was simulated and the advancer tubes were able to properly engage to the tamp locks. All three devices passed simulated deployment and are deemed to meet specifications. A review of the manufacturing documentation associated with lot f1721303 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was not returned. The event reported as ¿the white advancer tube did not expose¿ was not confirmed. Based on the condition of the sterile unused devices and without returned device involved in this complaint for a physical analysis, the exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the failure as reported. Neither the device history record review, the sterile unused devices evaluation nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.